Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of connector pin detached from the lead body was confirmed while the reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event of connector pin detached from the lead body was isolated to procedural damage. The full measured s-curve hump height was within specification. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During the initial implant procedure, while positioning the left ventricular (lv) lead with a guidewire, the connector pin detected. The lv lead was implanted with the device and all parameters were acceptable. The following day, loss of capture was noted on the lv lead due to dislodgement. It was suspected that the patient's anatomy caused the dislodgement. A revision procedure was performed to resolve the dislodgement, the lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.